Event description:
Sientra implants were put in (B)(6) 2014. Had many symptoms. Including capsular contraction, thyroidism (hypo), eczema, fatigue, joint pain, weight gain. I had the implants removed (B)(6) 2020. Pathology was dome and bacteria was found. P. Acne and flora. FDA safety report ID # (B)(4).